Event description:
A ventilator was returned to the manufacturer for evaluation due to a "ventilator service required" alarm occurred. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board will be replaced to address the issue. The oxygen blender control board is currently on backorder, so the completion date has not been determined.